Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the shipping address and instructed the caller on how to put the pump into storage mode before returning it to tandem. The caller was advised on the steps to take upon receiving the replacement pump and acknowledged understanding. The problematic pump will be returned via ups, and the customer will temporarily use multiple daily injections (mdi) to ensure insulin delivery is not interrupted.